Manufacturer narrative:
(B)(4): evaluation, results: (migration, endoleak). Results/conclusions: (short aortic neck).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 5 years ago. Vessel morphology was reported as having no tortuosity and no calcification. There was a short aortic neck with angulation of 40 degrees. The aortic neck diameter was 24mm, with a length of 10mm. A migration of 4 cm and type I endoleak was noted on ultrasound and CT scan. An aneurx cuff and an endurant cuff were successfully implanted. The endoleak was resolved. No additional clinical sequelae reported, and the pt is fine.